Manufacturer narrative:
(B)(4). Concomitant medical product: item number: unknown, item name: unknown trilogy cup, lot #: unknown; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown head, lot #: unknown; item number: unknown, item name: unknown screw, lot #: unknown; item number: unknown, item name: unknown screw, lot #: unknown; item number: unknown, item name: unknown screw, lot #: unknown. Reported event was confirmed by review of x-rays and revision operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01292, 01293, 01295, 01297.

Event description:
It was reported that patient underwent right hip revision due to recurrent dislocation, osteolysis and liner wear. During the procedure, a large amount of osteolysis through the trochanter, erosion through the acetabulum, 25% area of osteolysis in the center part of the acetabulum, dislocation of metal implant and a large amount of metallic debris were noted. The trochanter was almost broken off at the subtrochanteric level, but was still attached with muscles in line. It was also noted that the socket had been worn at the superior aspect to the plastic through to the metal and where the hip was dislocated. The cup, liner, head, and stem were removed and replaced with zimmer biomet components.